Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller tested 5.4 inr and 5.9 inr or 5.7 inr on the coaguchek xs system while a comparison lab returned as 3.8 inr. No actions taken based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller tested 5.4 inr and 5.9 inr or 5.7 inr on the coaguchek xs system while a comparison lab returned as 3.8 inr. No actions taken based on the device results. No adverse event reported. Requested return of suspect system however the test strips have been discarded; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.